Event description:
This supplemental report is being filed to provide additional information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to premature battery depletion. There were no adverse patient effects. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a product performance issue after a little over six years of implant time. No additional adverse patient effects were reported. A new device was successfully implanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a product performance issue after a little over six years of implant time. No additional adverse patient effects were reported. A new device was successfully implanted.